Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that twenty three days following a cataract extraction with an intraocular lens (iol) implant procedure, the patient was diagnosed with endophthalmitis. A vitrectomy, an intraocular lens removal and silicone oil filling were performed. Additional information was provided indicating that the patient had vitreous inflammation. It is unknown if a culture was performed. The event resulted in clinically significant visual change. The interventions performed were effective. The outcome of the event resolved. The patient recovered with persistent condition.